Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a 19 images were available for evaluation. Visual inspection noted the first image depicts the tyvek label of the device. The second image depicts the valve door disengaged. The third image depicts the main valve seal of the device. The fourth image depicts the disengaged valve door. The fifth image cannot be determined due to the quality of the photo. The sixth image depicts 4 images of the main valve seal, disengaged valve door and the unrecognizable photo. The seventh image depicts the disengaged valve door, spring, converter door and main valve seal. The eighth image depicts the disengaged valve door, spring and partial view of the main valve seal. The ninth image depicts two devices, one with the main valve seal disengaged and the other with the disengaged valve door and spring. The tenth image depicts the main valve seal and disengaged door. The eleventh image depicts four pictures mesh through the disengaged main valve seal. The twelfth image depicts a close-up of mesh through the disengaged main valve seal. The thirteenth image depicts a different angle close-up of mesh through the disengaged main valve seal. The fourteenth image depicts the disengaged main valve seal during a surgical procedure. The fifteenth image depicts mesh through the disengaged main valve seal. The sixteenth image depicts the disengaged valve door and spring in a gloved hand. The eighteenth image depicts a close-up of the disengaged main valve seal. The nineteenth image depicts a close-up of the disengaged main valve seal. It was reported that the valve seal of the trocar broke off. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: oms-t12btnl, trocar oms-t12btnl bnlt tip 12mm nolatex (lot#p3f057). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, when placement of hernia mesh through the trocar port, the valve seal of the trocar broke off inside the patient's cavity. The staff obtained another trocar and the trocar broke apart as well. The spring and internal components of the trocar fell off also inside the patient's cavity. It was noted also that the balloon was physically broke on both trocars. To resolve the issue, the broken components were removed. There was no patient injury.